Event description:
It was reported that this electrode exhibited noise, and a fracture was suspected. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this electrode exhibited noise, and a fracture was suspected. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.